Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(4) 2020. The patient stated that could not recall what happened during the time of event. Her cgm was reading 74 mg/dl but the bg was 20 mg/dl. It was not confirmed when these values were taken. A family member called 911. Paramedics treated her with an unspecified IV. She was then feeling better and was not taken to hospital. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.